Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the label found no issues. A relationship between the subject device and the reported event was determined. Visual inspection and functional testing could not be performed since the device was not returned for evaluation; however, the complaint was confirmed. The product was used in a clinical trial and the clinical team had no confirmed product name which resulted in the inconsistent name in chinese label and protocol. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a procedure, the device was described as "1.8 mm q-fix mini all-suture anchor, with one #2 magnumwire blue and white suture". However, for the q-fix device in the test group received by the center, the product name indicated on the labels was ¿suture anchor¿, information was inconsistent with product description in the protocol and the label of other product with the same specification. They continued to use the device. No delay or complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.